Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
The customer reported that a tego connector disconnected resulting in a leakage of blood (less than 20ml). There was no adverse event, no medical intervention and no delay in critical therapy.

Event description:
The customer confirmed that the event occurred during patient use.

Manufacturer narrative:
Additional information: b5: the customer confirmed that the event occurred during patient use. H10: the device was not returned for evaluation. The lot review was performed with no issues noted.